Event description:
It was reported that during a therapeutic stone removal procedure the coil of this stone cone came off inside the patient and was removed. The case was completed successfully with another stone cone with no patient complications.